Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, a minor scratched lcd window, a broken battery cap, a corroded battery tube, and cracked battery tube threads.

Event description:
The customer called to report that the battery cap was damaged and the battery compartment was corroded. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.